Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have both blades broken at the tip/midpoint. The visual inspection confirming that multiple fragments were detached from the instrument. The broken pieces were not returned. Components adjacent to this broken blade show damage which may indicate potential mishandling/misuse. The instrument was found to have a broken tube extension at the orange plastic section. The broken pieces were not returned with the instrument. Additionally, the instrument was found with the proximal clevis dislodged and attached to the main tube. The complaint regarding scissors were defective was confirmed by failure analysis. The probable root cause is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was defective. It was impossible to put it back in the axis, melting of the scissor guard at uu. Block extraction of scissors + trocar broken instrument outside the patient to retrieve the trocar. No fragment fell into the patient. The procedure was completed with no reported injury.